Event description:
Information was received indicating that the balloon to a smiths medical portex® bivona® tts¿ tracheostomy tube would not inflate. There were no reported adverse patient effects.

Manufacturer narrative:
The file was inadvertently marked reportable. The event reported under MFR 3012307300-2019-04228 was determined to be not reportable and no further reports will be filed using this file number. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur.

Manufacturer narrative:
One sample was returned for evaluation. Visual inspection found the device to be in good physical condition. The pilot balloon was squeezed and it was seen a small amount of air entering through the cuff. Testing of the device included inflated four separate times, and each time the cuff was inflated completely. The percentage for the symmetry was 47.36 percent, and being that it was over 33.3 percent, the unit is within specification. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.